Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was worked on. No further information is available.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No patient injury was reported.